Event description:
It was reported that the customer's insulin pump was not functioning properly. The mother stated that during the prime process the motor stopped before it reaches the reservoir. Advised the caller that the customer should revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that all the operating currents were within specifications. The device passed the self test, off no power, displacement, rewind, basic occlusion, and excessive no delivery alarms. However, the insulin pump was unable to prime during the prime test as a result of a faulty force sensor. The motor was tested outside the device and passed. The insulin pump was received with cracks at the display window, cracked reservoir tube, and scratched screen.